Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part number: 03.010.523, lot number: l331409, manufacturing site: bettlach, release to warehouse date: june 9, 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the driving cap/threaded (part # 03.010.523, lot #: l331409) was received at us customer quality (cq). Upon visual inspection, it was observed that the threaded distal tip of the complaint device was broken off at the second most proximal thread form. The device had surface scratches along the shaft and several dents on the top of the proximal head from hammer blows. These cosmetic issues were consistent with normal wear. No other issues were identified with the device. Device failure/defect identified? Yes. Dimensional inspection: specified dimensions: groove od = 6mm +/- 0.1mm shaft od = 7.8mm +/- 0.1mm measured dimensions: groove od = 5.99mm, conforming shaft od = 7.79mm, conforming measurement device: ca802. Document/specification review: the following document(s) were reviewed: current and manufactured no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: the complaint condition was confirmed for the driving cap/threaded (part # 03.010.523) as the threaded distal tip was broken off at the second most proximal thread form, and therefore broken. While no definitive root cause could be determined, it is possible the device encountered unintended forces during use (off-axis or excessive hammer blows based on the numerous dents on the proximal surface). There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings pie has been launched to address the identified issue. The need for further corrective/preventive action will be assessed within the pie. Further investigation will not be conducted in this complaint as it will be addressed within pie. Sustaining engineering ticket has also been opened to address this issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a j&j employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an insertion of the femoral recon intramedullary nail on (B)(6) 2020, the tip of the driving cap broke off into the insertion handle. The broken piece was stuck inside the insertion handle. The implant was fully seated at the time of the event, so there was no delay to the case. The procedure was successfully completed with no patient consequence reported. Concomitant device reported: radiolucent insertion handle (part #: 03.033.001, lot # :l750731, quantity 1), unknown femoral nail (part #: unknown, lot #: unknown, quantity 1), unknown hammer (part #: unknown, lot #: unknown, quantity 1). This report is for one (1) driving cap/threaded. This is report 1 of 1 for (B)(4).